Manufacturer narrative:
Investigation: 10/28/2015. An investigation of kangaroo joey for the reported condition was performed for the reported condition of, ¿the pump gives the quantity faster than what is expected.¿ the unit was triaged and the complaint was confirmed. The gearbox was replaced due to failure. It should also be noted that the user was using the epump feeding bag instead of the joey feeding bag. Per the kangaroo joey operating manual, the user is only to use kangaroo joey enteral feeding pump sets with this device ¿ the pump is not compatible with other pump sets. The unit was then fully tested and recertified; unit passed all testing. Kangaroo joey was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
A full detailed investigation is currently underway, upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a joey pump. The pump gives the quantity faster than what is expected 35 ml/hour. The father programs the pump to 150 ml and the baby receives 185 ml/hour however, the father was using the e pump tubing. Baby vomited once. The initiator found out that they were using the e pump bag and tubing on the joey. They hospital gave them the bags and that is why they used it with the joey pump